Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to the ER with symptoms of chest pain and shortness of breath, interrogation showed rv lead noise, loss of capture, and diaphragmatic pacing. A limited echocardiogram showed a small effusion. The physician believes that the symptoms were a result of rv lead perforation and elected to replace the lead. The patient is stable and has been discharged.